Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product catalog number is unknown, the ureteral catheter labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon of the ureteral catheter swelled unevenly in the process of inflation testing during the rountine ureteral catheter replacement for the long-term bedridden patient. The catheter was replaced immediately, cuasing no adverse consequences.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the ureteral catheter swelled unevenly in the process of inflation testing during the routine ureteral catheter replacement for the long-term bedridden patient. The catheter was replaced immediately, causing no adverse consequences.